Event description:
A talent taa stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient presented emergently and a CT revealed a distal type endoleak. It is unknown the cause of the endoleak. The physician implanted three additional valiant devices and the endoleak was resolved. The patient will continue to be monitored by the physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Lack of information, cause of event is unknown).